Event description:
Class 5 integrator failed. Autoclave tape indicates that the load was prevac 4-0 cycle and the cycle completed without incident. In addition there is a chemical indicator on the outside of the biological test pack that changed color indicating that it had been exposed to steam. There were at least 3 class five integrators in the load3m comply sterigauge steam chemical integrator class 5 (lot # 201601jt) failed.3m comply sterigauge steam chemical integrator class 5 ¿ lot # 201409ap- passedgettinge class 5 integrator from the biological test pack ¿ passed